Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to a bad cable unit connector that needs replacement. Additionally, failed water leak test from the cable that needs replacement. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause of ¿no image¿ and ¿failed water leak test¿ was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image did not appear (no image). The issue occurred during preparation/prior to sedation for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image did not appear (no image). The issue occurred during preparation/prior to sedation for an unspecified diagnostic procedure. There were no reports of patient harm.